Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (catalog number etlw1610c124e, serial number unknown, use by date unknown and upn# unknown).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented at the follow up visit with symptoms of claudication. CT examination on the same date showed limb occlusion of the left common iliac artery up to the flow divider of the originally implanted endurant stent graft. The physician was able to access the left common iliac artery with a guide wire and placed a fogarty catheter above the occlusion. The physician then performed multiple passes with the fogarty catheter to clear the occluded left common iliac artery and realigned the left limb with an additional limb. To complete the implantation, balloon angioplasty was performed with a reliant balloon. On angiogram there was still a moderate delay in flow to the left iliac artery but after repeat use with the reliant balloon on the proximal neck, there was some improvement in flow. The physician then opted to place an endurant cuff in the proximal neck and re-ballooned the area, leading to equal flow in both arteries and restored patency. As per the physician, the cause of the event is anatomy related. The physician stated that there was a calcified area and a sharp 90 degree turn at the distal end of the originally placed limb that may have caused the occlusion. No additional clinical sequelae were reported and the patient is fine.